Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing (atp) due to noise oversensing. The lead was explanted and replaced. The patient was stable.